Event description:
Initial prolactin result of around 35 ng/ml. Same sample diluted 1:10 recovered around 300 ng/ml. Same sample diluted 1:100 repeated around 12,000 ng/ml. Initial result was reported. The physician questioned the result, pt not adversely affected. The user also indicated they had seen 2-3 patients over the past 3 or 4 weeks, which recovered a lower result and the physician questioned those results as well. Data was not provided for these additional samples. Sample unavailable for further evaluation and investigation.